Manufacturer narrative:
Event updated to reflect additional information. Evaluation method updated to code 4118. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 12:14 pm CT. The report number is being corrected from: 2183959-2018-61753 to: 2183959-2018-60990. Device investigation in progress.

Event description:
It was reported that the patient underwent a revision surgery due to an unpacified leak. The artificial urinary sphincter (aus) was explanted and replaced with another aus consisting of a 4.0 cm cuff, pump, and balloon. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient was transferred to the post anesthesia care unit (pacu) after the procedure.

Event description:
It was reported that the patient underwent a revision surgery due to an unpacified leak. The artificial urinary sphincter (aus) was explanted and replaced with another aus consisting of a 4.0 cm cuff, pump, and balloon. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient was transferred to the post anesthesia care unit (pacu) after the procedure.

Manufacturer narrative:
Updated to reflect additional information. Evaluation method updated to code 4118. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 12:14 pm CT. The report number is being corrected from: 2183959-2018-61753 to: 2183959-2018-60990. Investigation results: the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen since the complaint cannot be confirmed. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient underwent a revision surgery due to an unpacified leak. The artificial urinary sphincter (aus) was explanted and replaced with another aus consisting of a 4.0 cm cuff, pump, and balloon. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.